Event description:
Customer reported unexpected negative reaction on the echo when testing sample with capture-r ready ID (crrid). No transfusion reactions have been reported as a result of the negative reactions.

Manufacturer narrative:
Review of customer instrument images: review of crrid results show that cells 1, 3, and 6 are the only e positive cells on the panel. Cell 1 was heterozygous for e and appears negative with a light pink background and tight negative button. Cell 3 is homozygous for e and appears positive. Cell 6 is heterozygous for e and was given a equivocal interpretation. Visually this reaction appears weak positive with a slightly fuzzy button and light pink background. The positive and negative control wells appear as expected. The reactivity of the e antigen was confirmed on retention crrid, lot id118. A service call was made. No mechanical issues were found with the instrument. Customer did not return sample or product for testing.